Event description:
The c3600 cusa excel 23khz tubing set had a hair inside the package. It was discovered by the distributor, on 08 nov 2016, before the product was in use, thus there was no patient contact, harm or injury.

Manufacturer narrative:
Investigation completed (B)(6) 2017. According to the DHR review, no anomalies were reported during the packaging processes of this lot that could be related to the reported condition. No similar complaints related to ¿hair inside the package¿ have been reported for the fg lot 1161804. A review of complaints from (B)(6) 2014 to (B)(6) 2016, four (4) complaints related to ¿hair inside the package¿ (including the complaint being investigated) have been reported in the cusa manifold tubing family. The complaint occurrence rate is approximately 0.000016. The visual evaluation of the device identified that a hair was inside the packaging. Based on the description of the reported event and the product failure analysis, the reported condition ¿hair inside the package¿ could not be confirmed since the original package was opened. Even so, the implementation of an open face hood as part of CAPA was implemented on 09/15/16 and the manufacturing date of fg lot 1161804 was before the implementation of CAPA. Risk control procedures and sops are in placed to reduce the probability of occurrence of these events. Two cleaning techniques alcohol wipes and air blow-offs are used in our manufacturing operations, both of which seek to eliminate unwanted particles on device surfaces. During the manufacturing process, the manifold tubing is cleaned with alcohol wipes. This method removes the static charge on the surface temporarily. Once the alcohol wipe-down has been performed, air blow-offs is followed. To eliminate all particles, the manifold tubing assembly is sprayed with ionizing air. Ionized air blow-offs are effective at removing particles from the device surface, preventing recharging and subsequent particle attraction. The completion of these steps was revised during the DHR review. For this particular lot, no anomalies were found. Since the complaint unit was received opened, and there was no anomalies found in the manufacturing process the possible root cause may be related that a hair fell into the opened packaging in the field.